Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that magnet tones were heard being emitted from the patient's implantable cardioverter defibrillator (ICD) at different times and in different locations. No patient alerts have been triggered and all aspects of the device and leads are reported as being normal and stable. The device remains in use. No patient complications have been reported as a result of this event.